Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported, the patient's device was replaced due to the device being "too large" and causing pain for the patient. The device was replaced and the patient recovered without sequela.